Event description:
During index procedure, the patient had one resolute integrity drug-eluting stent implanted in the mid lad and one mdt stent implanted into the proximal lad. Approximately 27 months post index procedure the patient suffered a stroke. The patient was treated with medication and is in remission. The investigator assessed this event as not related to the index procedure.